Manufacturer narrative:
H6: investigation summary three photos and one video were provided to our quality team for investigation. Upon examination of the returned photos, it was observed that two syringes in sealed packages having embedded black particulate and discoloration throughout their barrels. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had dirt and oil inside the syringe barrel. The following was provided by the initial reporter: verbatim: dirt and oil found inside syringe barrel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had dirt and oil inside the syringe barrel. The following was provided by the initial reporter: verbatim: dirt and oil found inside syringe barrel.